Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl. Customer went to the emergency room and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline to address bg level and released from the hospital with the issue resolved and no permanent damage. Customer does not recall release dates from hospital. Tandem technical support (cts) performed a system check and determined that the pump functioned as intended and cause of low bg was unknown. Customer acknowledged that the pump was functioning as intended and continued to use pump for insulin therapy.